Event description:
It was reported that during a colectomy, the circular stapler was defective, it made the cut, but it did not trigger the stapling. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh29a lot number u40p26 and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.